Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection due to bacteria. The pulse generator and the right ventricular were explanted but the explant date of the lead is unknown. The patient was stable throughout the whole procedure.